Event description:
The following information was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized however, began remedial treatment on an unreported date in (B)(6) 2011 with ciprofloxin. It was unknown if the event of bacterial peritonitis with culture positive for gram-negative organism resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated the event of bacterial peritonitis with culture positive for gram-negative organism was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.